Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2006; dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing was noted on high rate non-sustained episodes. The lead was suspected to also exhibit undersensing. The lead remains in use. No patient complications have been reported as a result of this event.